Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned in three segments for analysis. Internal insulation abrasion was noted at 9.0-10.6cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.